Event description:
During an unspecified intervention procedure, the zipwire ss guidwire would not stay slick. The physician had to keep re-wetting it. The guide catheter was getting stuck. The guidewire coating peeled away. No pt complications were reported. Current pt status is reported as 'fine'.